Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that there is a hard white substance on the needle. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team a visual inspection was performed. The sample has the plastic shield and an epoxy drip over on the needle 1/8" from the needle tip and it is 1/2" long. No other defects or imperfections were observed. The two photos provided show the sample received. This defect can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator settings and product flow was performed finding everything acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported needle 20x1-1/2 rb ns had foreign matter on the needle. The following information was provided by the initial reporter: "unidentified hard white substance found on needle".